Event description:
It was reported that the patient presented in clinic with episodes of high ventricular rate and noise reversion due to noise on the right ventricular lead. The noise was reproducible through isometric exercises. It was noted that the patient was experiencing episodes of dizziness but they could not be correlated with the recorded noise episodes. No other electrical anomalies were noted. No device intervention was performed.